Event description:
The user facility reported that the tr band "popped off" while fixated to the patient's wrist in the cvmu recovery unit post cath. Follow-up communication with the use facility confirmed: (1) prior radial pulses 2+; (2) allen's and barbeau test showed patent hemostasis; (3) 2+ proximal and distal pulses to the tr band; (4) tr band was being regularly inspected by nurse and looked normal; (5) the nurse had removed 3 ml of air a few minutes prior to the event; (6) patient was alone in room eating dinner when the tr band suddenly fell off with pulsatile bleeding from the right radial arteriotomy site; (7) patient called for assistance and a doctor responded immediately; (8) the doctor held proximal manual compression immediately and controlled the bleeding; (9) tr band was replaced with good hemostasis over right radial arteriotomy; (10) inspection of the tr band found that the air compartment/balloon part of the tr band was ruptured without obvious external damage or evidence of manipulation; (11) blood loss was minimal, no more than 20ml; and (12) patient ended up with a large hematoma.

Manufacturer narrative:
(B)(4). The event description indicates that some blood loss did occur; an exact amount in unknown the medical record stated that there was "minimal blood loss". The actual device has not been returned to the manufacturing facility for evaluated. Evaluation of the retained sample confirmed there were no visual defects or anomalies. The velcro tapes were evaluated for the peeling strength and confirmed to be normal, being comparable to those of a current product sample. The sample was injected with 18ml of air which is the maximum volume for this product. The thickness of the inflated balloons were measured and confirmed to be comparable to that of the current product sample. A review of the device history record and the product release decision control sheet confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00299 to provide the return sample evaluation. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the large and small compression balloons welded-segment had been torn. The velcro tapes were confirmed not to have any anomalies. The dimensions of the velcro tapes were measured and confirmed to be normal, being comparable to those of the product sample from the involved lot# and of a current product sample. Blood adhering on the actual sample was rinsed off. The peeling strength of the velcro tapes was determined and confirmed to be comparable to that of the current product sample. Magnifying inspection of the torn segment found some elongated portions. The torn segment was cut for further inspection. Magnifying inspection of the cut cross-section did not reveal any visible anomaly. A review of the device history and product release decision control sheet of the involved product /lot# combination confirmed that there were not any indications of production-related problems. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device being subjected to pulling and tearing forces. The labeling does address the potential for such an event in the instructions-for-use with statements such as: (1) "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00299 to provide the sample evaluation results.